Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. D4: only di provided as lot number is unknown. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event occurred on an unspecified date and involved a microclave¿ clear neutral connector. The reporter stated that during one of their or cases, the connector became disconnected at some point. In talking with the staff, it would appear this is not the first time the connect has become disconnected, and they appear to be ¿stickier¿ than their previous brand. It was noted that the connector often comes off with the syringe after they inject into them (i.e. Pushing a medication or flushing a line) vs. Staying attached to the tubing. There was unknown patient involvement and unknown adverse event.